Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had a femoral artery occlusion on (B)(6) 2021 at around 0600. A review of the log file revealed the event date had been overwritten by newer incoming data. The current data in the event file did not capture any unusual alarms. The patient was not on anticoagulation prior to occlusion and there were no changes to pump parameters. The patient had an angiogram. The patient had pain in their right leg which was relieved by a thrombectomy post-angiogram. The patient was stable and started on heparin with plan to bridge to warfarin.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between the device and the reported femoral artery occlusion could not be conclusively determined through this evaluation. The submitted log files captured pulsatility index (pi) events, and no other atypical events were captured. The pump appeared to function as intended. The patient remained ongoing on heartmate 3 lvas, (B)(4). No product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C lists venous thromboembolism and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 "surgical procedures" (under ¿preparing the ventricular apex site¿) instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also states that pump function will be compromised in the presence of inlet obstruction. Section 5 (under ¿implant procedures¿) additionally warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 "patient care and management" (under "anticoagulation") contains information regarding the recommended anticoagulation therapy for patients using the device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.